Event description:
Additional information: regarding the pump memory error, there was no emi (electromagnetic interference) involved in the event. There was no further troubleshooting or actions performed. Regarding the patient's outcome, the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump telemetry confirmed a pump memory alarm was occurring. Pump was observed to be in a "stopped pump mode" upon re-interrogation. It was stated that the memory error occurred during the pump update. The pump was re-programmed to come out of the stop mode. Drugs delivered via the device were morphine and bupivacaine. Additional information has been requested; a follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter pouch model: 8590-1, lot #: n230604, implanted: (B)(6) 2010, explanted: unk; physician programmer model: 8840, serial #: unk; programmer ptm model: 8835, serial #: (B)(4).